Manufacturer narrative:
(B)(4).

Event description:
The reporter stated the surgeon used an aq2010v three piece silicone lens. The haptic tore as the surgeon was advancing the lens in the injector. There was no pt contact. The reporter stated they use this injector model with a similar lens model, the surgeon chose to use this injector model with this lens model in error. The surgeon used an injection system which has not been approved by the MFR for use with this lens model. Another same model and size lens was implanted using the correct injector with no incident.